Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The patient came to the emergency room complaining of stomach cramps and bleeding. The patient was aware that she was pregnant prior to showing up to the emergency room since she took a pregnancy test a few weeks prior. A sample from the patient was tested for hcgb and resulted as 107.3 miu/ml. This initial value was reported outside of the laboratory. The sample was repeated on (B)(6) 2018, resulting as 52064 miu/ml. A second sample was collected from the patient and tested on (B)(6) 2018, resulting as 47278 miu/ml. The repeat result of the first sample was believed to be correct and correlated to the value of the second sample. A delay in treatment of the patient occurred due to the erroneous result, but no details were provided on what treatment was delayed. To the knowledge of the customer, there was no hospitalization of the patient or serious injury to the patient. No adverse events were alleged. An ultrasound was performed on the patient and this confirmed that the patient was (B)(6) pregnant. The customer confirmed that the doctor saw a fetus. The hcgb reagent lot number was 284292. The reagent expiration date was asked for, but not provided. The field service engineer suspects that the analyzer aspirated an air bubble. He ran performance testing and this failed. He repeated the complained patient sample and the results were good. The engineer later performed maintenance on the analyzer and stated that the instrument is "up".

Manufacturer narrative:
Upon review of the alarm trace, a system reagent shortage alarm and an abnormal sample aspiration alarm occurred in (B)(6) 2018. The last calibration performed on 30-may-2018 showed no indication of an issue. Quality control results from 04-jun-2018 were within range. The investigation was unable to find a definitive root cause.